Manufacturer narrative:
Date of report: (B)(6) 2019. Additional information: the manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the front bezel to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018.

Event description:
The customer reported that the nav-ring was inoperative. There was no patient involvement.